Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, and the devices history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, we will submit a follow up report. (B)(4).

Event description:
It has reported that the pt received an allofit shell/polar screw plu 56/kk, left side, on (B)(6) 2003 and is experiencing pain.